Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician was having some communication difficulties while attempting to interrogate a vns generator. A different vns programming system was able to successfully program the same generator. After the usb to (B)(4) serial adapter cable was replaced on the programming tablet, the communication issues resolved. The faulty adapter cable has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned serial adapter cable. Analysis confirmed a device issue. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.